Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient and release criteria was checked. The device was well anchored after the tug test, no leakage was noted and four angles of transthoracic echocardiogram (tee) were checked. After all the criteria was determined to be met the closure device was released from the core wire. The procedure was completed successfully with a closure device being implanted in the laa of the patient. No complications were reported and the patient was doing fine following the procedure. Sometime within the next few days the patients condition worsened. The patient was being monitored with tee when it was noted that the closure device had embolized out of the laa. The patient was brought to surgery where the device was removed from the patient. The patient was stable following surgery.